Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the radiofrequency ablation procedure, the patient had an esophageal stenosis and no medical intervention was done. The patient was enrolled in a study and the patient was alive with an injury.